Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience prox device is currently not commercially available in the us.; however, it is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed however the difficult to position with the guiding catheter was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for shaft separations or difficult to position from this lot. It should be noted the xience prox everolimus eluting coronary stent system instructions for use states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity and mild calcification, pre-dilatation was performed. A 2.75x38 mm rx xience prox stent delivery system (sds) was intended to be advanced through the guiding catheter; however, resistance was met and some force was applied. Therefore, the sds was simply removed from the patients anatomy and the proximal shaft was noted to be separated. Another xience prox was use to complete the procedure. There were no patient effects and no clinically significant delay in the procedure. No additional information was provided.